Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device shutdown unexpectedly while in use on a patient. It was reported the patient subsequently died. However, the doctor in charge of the patient's therapy stated the patient's death was not related to the ventilator therapy.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. This report is being filed as a malfunction since the doctor denied relevance of the device to the reported patient death. Resmed ref#: (B)(4).

Event description:
It was reported to resmed that an astral device shutdown unexpectedly while in use on a patient. It was reported the patient subsequently died. However, the doctor in charge of the patient's therapy stated the patient's death was not related to the ventilator therapy.